Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) had a question about total ultrafiltration (tuf)= -1658 after ending therapy during dwell 2 of 4 on a home choice (hc). The technical service representative (tsr) explained the hp had ended therapy early. The hp then stated, he had reused supplies. The tsr explained to the hp that he should not reuse supplies and advised him to let the registered nurse (rn) know the he had reused supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).this complaint is for a report of a use error - reuse of single-use product issue is confirmed because it was reported patient started over with same supplies from previous therapy, which is a use error/poor aseptic technique. The cause is undetermined.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional relevant information is received.